Event description:
It was reported that pump insulin gauge displayed a static fill estimate that was significantly lower than caller¿s expected amount on a previous day. There was no reported impact to the customer¿s blood glucose level. Customer resolved issue by loading new cartridge and requested email resources for proper cartridge loading, and technical support explained that gauge behavior could occur due to large differences in measured pressures and that fill estimate would resume counting down once actual insulin amount matched static value, with caller acknowledging instructions and being advised to call back if issue recurred.